Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra 6f sheath. During the procedure, the physician had difficulty advancing the cat6 through the 6f sheath. Therefore, the 6f sheath was removed. The procedure was completed using a new cat6, cat3 and a new sheath. There was no report of an adverse effect to the patient.